Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the last 2 boxes of intermittent catheters that were ordered have mixed products inside. There were some catheters with a hook which customer cannot use. Customer would need a replacement product as they would be out of catheters by (B)(6).

Event description:
It was reported that the last 2 boxes of intermittent catheters that were ordered have mixed products inside. There were some catheters with a hook which customer cannot use. Customer would need a replacement product as they would be out of catheters by (B)(6). Per follow up via phone on (B)(6) 2025, it was reported that the correct catheters were sent to customer from their supplier. The issue was resolved.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.